Manufacturer narrative:
The returned complainant samples were visually evaluated and it was determined the likely root case as failure of the pouch to make an integral seal due to misaligned bars on the sealer machine. The scenario can occur when product protrudes into the sealing area, which causes temporary misalignment of the sealing bar. The bars will self-correct to normal positioning as the pouching process continues. The sealers have been refurbished and re-qualified since packaging of this lot to include an audible alarm if the condition occurs. There was no in-house inventory of the subject lot in stock to conduct a visual examination and no additional complaints of open seals have been received for the subject lot.

Event description:
Customer reported that 21 units from a single lot (765018200) of biopsy needles were found to not be sealed at the bottom of the pouch. The product was not used on a patient. User did not indicate any injury associated with the product.